Event description:
Product was returned as implant failure at 5 month. Patient's health profile was described as tobacco use, alcohol consumption, and diminished oral hygiene. Patient's oral hygiene was described as having moderate inflammation of the gums.